Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 377775, lot # v011667, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377775, lot # v001225, , implanted: (B)(6) 2006, product type lead; product ID 377775, lot # v011667, implanted: (B)(6) 2006, product type lead; product ID 377775, lot # v001225, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was in overdischarge. It was noted that the patient was using ins for migraines and had been trying other migraine therapies and let the ins discharge. It was noted that there was an error code of ¿0x8 low battery voltage." It was noted that the manufacturing representative met with the patient to attempt a physician recharge mode (pmr) and clear the power on reset (por). Additional information received reported that the manufacturing representative performed the pmr and cleared the por. It was noted that the patient had several open impedances and was not getting the benefit she had once received from the device. It was noted that a revision of the system was discussed. Additional information received reported that the manufacturing representative believed that the patient¿s leads had migrated from their original implanted placement. It was further noted that there were several open or fractured electrodes that could not be used for therapy. Additional information was requested, but was not available as of the date of this report.